Manufacturer narrative:
The pad-pak was first installed on the 19th may 2011 when the device recorded three manual power ups. As this is a 2007 device and the first log entry is in 2011, it is possible the memory log was erased prior to this date. No further log entries were recorded until the 16th february 2012 when the device recorded another manual power up. This was the final log entry. The device performed to specification during testing at heartsine. The device was returned with a reported fault of 'no/weak status indicator flashing', on receipt at heartsine, the device powered up normally and the status indicator continued to flash green. The returned pad-pak had an expiry date of 2013/08 and therefore should not have been used past this date. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. No or weak status indicator on device.